Event description:
Hyperopic outcome after spherical lens implant was reported. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim #(B)(4).